Event description:
A (B)(6) customer tested his blood glucose using his contour meter and received a reading of 7 mmol/l. He was not feeling well, so paramedics were called. They received a glucose reading of 15 mmol/l upon their arrival. The customer was taken to the hospital where his blood glucose was tested at 17 mmol/l. The customer stated that he was given medication in the hospital. No additional information was provided. The customer was sent a replacement meter, but it's not known if the test strips will be returned for evaluation.